Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, a suture break occurred. A second device was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. A 6fr sheath was used. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
B)(4). Evaluation summary: analysis of the returned components of the body of the device including the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot and the link still attached to the cuff. The anterior cuff was engaged to the anterior needle tip. Based on the evidence found on the device, the posterior cuff was missed and could have appeared very similar to the reported suture break. The link being pulled from the anterior cuff was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. Possible contributing factors for the posterior cuff miss and subsequent link to cuff detachment include, but are not limited to, manufacturing, anatomical conditions, and user technique. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database did not reveal no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications, the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.